Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2016-nov-10. The pump alarm was silenced, but it was alarming again. It was reviewed that if the stall was intermittent and it starts and stops again it will alarm again. The option for pump off was reviewed and the password was provided. More information was received on 2016-nov-14. The cause of the motor stalls was not determined. The patient was placed on oral medication and they were planning to replace the pump. The motor stalls and withdrawal had been resolved.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine [20 mg/ml] at a dose of 7.764 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2016 that a motor stall occurred on (B)(6) 2016 and the patient reported withdrawals. It was unknown if the patient recently had an MRI. The event logs were checked and it was found that a motor stall occurred on (B)(6) 2016 at 23:28 and no motor stall recovery had occurred to date ((B)(6) 2016) per the event logs. The patient was still experiencing withdrawal symptoms. The pump was programmed to minimum rate and planned to supplement the patient with oral medication. The hcp was redirected to his pharmacist for inquiries regarding dosing equivalent from intrathecal to oral medication. No further information was reported.

Event description:
Additional information received from a consumer reported a motor stall and delivery failure that resulted in overdose, withdrawal, and hospitalization. The event was noted to be continuous in nature since (B)(6)2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.